Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a white display and was non-responsive when keys were pressed. A white display is indicative of a device lock-up condition. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface (ui) pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. Physio observed that when u2 was heated, the unit would lock-up with a white display upon boot-up. When u2 was cooled, the device booted-up normally.